Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and pump was showing insulin flow blocked. Customer¿s blood glucose level at the time of the event was 250 to 400 mg/dl. Customer stated that the insulin exited. Customer declined the troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.